Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Sn: (B)(4). Product review of the z.s.g.m cutter serial number (B)(4) by zimmer biomet (B)(4) on 05 december 2019 revealed that they had failed inspection. Repair of the device was not performed because the cutters needed to be replaced by the customer. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Sn: (B)(4). Review of complaint history found no additional related issues for these items and the reported part and lot combinations. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Sn: (B)(4). The event is confirmed.

Event description:
It was reported that the cutters are not sharp. Upon investigation it was found that the cutters did not pass inspection. No adverse event was reported as a result of this malfunction.